Event description:
Moderna covid vaccine treatment under emergency use authorization(eua): covid-19 vaccine on (B)(6) 2021 we had 3 separate events in the use of fliplock safety syringes (mhc medical products) item 822331, lot 52385. Syringe detached from needle during administration of vaccine dose to staff recipient 09:04. Moderna vial yielded only 9 doses (moderna lot 047a21a) 09:30 . Syringe leaked dose transported to patient care unit for patient recipient 11:00. FDA safety report ID# (B)(4).